Event description:
It is unclear to the manufacturer as to what actually occurred during this incident. However, the following information has been received; the physician attempted to deploy the third coil in a 2 cm carotid aneurysm. A wire detached from the pusher mandrel. As the coil could not be removed from the patient, the physician left it partially broken in the descending aorta. The aneurysm embolization was completed successfully. Six hours after the procedure, there was not clinical consequence for the patient. As a precautionary measure, the patient had anticoagulation medication.

Manufacturer narrative:
This event was allegedly first reported to a sales representative on (B)(4), 2007. It was not reported to the complaint handling unit of microvention until (B)(4). As of today, microvention is unsure of whether the sales representative to which this event was reported was an employee of the company, or the employee of a distributor of its products. Nonetheless, this event is being considered as a reportable incident without further delay. The device was received for evaluation on (B)(4) 2008. The device was visually analyzed using magnification. The pusher assembly was returned the implant was not available for analysis. The electrical circuit of the pusher was within specification. The lead wires of the pusher were separated from the majority of the length of the pusher but were not broken. The attachment monofilament is white/opaque consistent to being stretched.